Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample was not available to send back for evaluation. Should additional information become available, a follow-up MDR will be submitted.

Event description:
This is a report from (B)(6) of a patient with altered thyroid function due to exposure to the betadine in the minicap. The neonate did not have a last fill prescribed and therefore the betadine from the minicap was entering the body via the dialysis fluid and was dwelling in the peritoneum. The reporting medical team believed that the baby adsorbed the betadine from the cap causing an increase in the neonate?s thyroid function test?s (tft's). The patient's thyroid function improved once the patient commenced eltroxin 37.5 micrograms by mouth, every day. The peritoneal dialysis prescription was changed as the nephrologist did not want to prescribe a last fill, the nurses allowed the initial drain to proceed, then allowed the first fill to enter the peritoneum but did not allow this to dwell and therefore bypassed the dwell ensuring the betadine left the peritoneum immediately. The betadine soaked sponge was manually removed using aseptic technique from the minicaps by the nurses prior to connection to patient. The patient is recovering and treatment with physioneal is ongoing. The reporter considered the adverse events to be unrelated to physioneal therapy, instead stating that they were probably related to the betadine contained in the minicap device.